Manufacturer narrative:
The DHR was reviewed and unit was found to have been built according to specification. The device was inspected by permobil representative and servicing dealer with family members present. Reports are unit did not show any signs of impacts having been sustained, nor did unit falter when op-tested. Unit was determined to have been fully operational at time of inspection. Review of the system fault log did not have any system errors logged that would indicate any potential issues. Inspection of the scene of alleged event shown the ramp to have been within ada guidelines. Reports are the client was not wearing the provided restraining devices that were attached to the seating. It is believed that the client was traversing down the ramp, stopped, and the forward momentum allowed the client to slide out of the seating on to the ground where he sustained 2 broken legs and a broken nose. Note: an evaluation summary is not attached to this report due to a visual inspection being performed in the field to confirm the complaint.

Event description:
Received report that while end user was traversing down a ramp, the client fell out of the chair resulting in substantial injuries. Reports received are client subsequently expired due to the development of a blood clot from the injuries sustained.